Event description:
Report received of a filter cracking and leaking while the device was in use with an acclaim encore infusion pump, with no pump alarm. The patient had been receiving remicade in an outpatient setting and experienced an anaphylactic reaction. While waiting for an ambulance to transport the patient to the hospital, a normal saline infusion was hung via an acclaim encore infusion pump at a "keep vein open" rate. When the patient was being transferred to the ambulance cart, it was noted that the filter was leaking. There was no bleed back or blood loss. There was no reported pump alarm. The tubing set was taken with the patient in the ambulance and was later discarded. There was no reported adverse effect to the patient. Though requested, there was no additional information available.